Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 78-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had bleeding at the access site and also experienced ventricular tachycardia and sinus tachycardia elevated myocardial infraction. Correct position of impella cp was verified via trans-thoracic echo. The impella cp was explanted.

Manufacturer narrative:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise. Corrected information for the initial MFR 1220648-2024-08273 was provided in sections b2, b5, d6, h1, and h6.

Event description:
Discontinued therapy after discussion with family, patient got visibly worse and just passed away. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.